Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01589 and 01590) submitted for devices related to the same event.

Event description:
It was reported from the site that the patient had two electrical fault alarms 8 days post implant. Log files were sent to manufacturer, "both alarms indicate sys_front_phase_c_open" and connector contamination is suspected. It was reported that the driveline connection was secure and that the alarms could not be reproduced with manipulation. It was also stated that the driveline cable extension was not being used at the time of the event. Driveline connector cleaning performed on (B)(6) 2016 by clinical engineer. It was stated that there were two round of cleaning perfumed about 30 seconds per round. There was a five minute rest period in between round, which patient was on support during that time. It was reported that the patient tolerated the cleaning well. No additional information available. Log file analysis review date: (B)(4) 2016, dated through (B)(6) 2016: normal power consumption. Additional notes: 2 low flow alarms have been logged at the following times: (B)(6) 2016 at 12:08:25, (B)(6) 2016 at 12:46:46. The low flow alarm limit is currently set to 2.0 lpm. Two vad disconnect alarms have been logged on con101436 at the following times: (B)(6) 2016 at 12:06:24, (B)(6) 2016 at 14:46:10. 2 vad disconnect alarms have been logged on con101416 at the following times: (B)(6) 2016 at 07:54:24, (B)(6) 2016 at 07:55:28. Two electrical fault alarms have been logged at the following times: (B)(6) 2016 at 11:44:20, (B)(6) 2016 at 11:44:40